Manufacturer narrative:
The device passed displacement test, rewind test, prime test, seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test. No pump error 37 alarms were noted during testing. Motor was tested outside of the device and passed. The device was received with scratched casing, minor scratches on lcd window, pillowing keypad overlay, slightly damaged keypad overlay texture under down arrow button and slightly peeling end cap address label.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump alarmed for pump error detected. Customer states pump was not exposed to a high magnetic field. Customer states they are able to rewind the pump. Customer perform displacement test and test passed. Self test was passed. Customer¿s blood glucose was 89mg/dl at time of incident. Customer advised to replace the pump and to revert to backup per hcp instructions. Insulin pump will be return for analysis.